Event description:
Immediately experienced side effects that worsened until explant on (B)(6) 2019. Side effects: daily headaches, joint pain, difficulty concentrating, poor memory, low motivation, unexplained weight gain, decreased range of motion in both my arms, daily nausea, and gastrointestinal distress daily. FDA safety report ID# (B)(4).